Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual evaluation could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint history search revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 20.5 diopter intraocular lens (iol) was scheduled for explant from patient's left eye as the patient could not tolerate halos and glare from two multifocal iol. The patient is 6/6 on both eyes. There were no zero refractive error, no astigmatism, perfectly placed, well centered with healthy corneas, clear capsules, and normal retinas. However after 6 months, she could not tolerate the unwanted symptoms and explanting was the best course to relieve her symptoms. The lens was explanted from the right eye and replaced with a za9003 lens. After removal of the lens there was significant reduction in patient's symptoms. The patient still has significant glare and halo symptoms from the remaining iol but also recognizes the value that the multifocal lens brings her with near vision. So she is going to try out the multi/mono lens implant situation for a while, giving herself an opportunity to re-adapt, but may re-schedule the iol exchange. Through follow up it was further learned that the patient has decided to hold off on explanting the zlb00 20.5 diopter lens in her left eye that was originally scheduled for (B)(6) 2016. This report is to capture the lens currently implanted on the left eye and a separate report will be filed for the lens that was explanted from the patient right eye.